Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on stapling of the stomach, the stapler handle was able to fire with other reloads, just not with these two and the firing process was the same as per surgeon. They replaced the stapling handle and opened a new reload to complete the case. There was no patient injury.